Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device (vcd), the patient had a retroperitoneal bleed. The vcd is available for analysis.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the patient had a retroperitoneal bleed. The product was not returned for analysis. A product history record (phr) review of lot f2210303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal bleed¿ could not be confirmed as the product was not returned for analysis. Retroperitoneal bleed is a known potential complication and listed in the IFU as such. Retroperitoneal bleed (rph) is an infrequent but serious complication of transfemoral percutaneous procedures. Retroperitoneal bleed refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick but may be exacerbated with anticoagulant therapy. Several risk factors that can contribute to bleeding complications associated with interventional procedures, include, but are not limited to advanced age, high or low bmi, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of patient¿s following interventional peripheral procedures is of vital importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion, volume replacement, peripheral intervention using balloon tamponade and surgical repair. If undetected, hypovolemic shock would ensue, making resuscitative efforts all the more complicated and urgent. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.